Event description:
Customer reported bumetanide 12.5mg was programmed as a primary infusion at a rate of 4ml/hr and a vtbi of 35.3mls. After one half hours, the bag was found empty. The md ordered that the pt be monitored for any electrolyte imbalance. Labs at 2145 (ordered stat due to the event) showed no critical values and pt had an improvement since the 1000 draw. There was no pt harm. During testing biomed could not replicate the event. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.